Event description:
The customer reported that a leak occurred at the connection of the syringe administration set to the extension set. There was no report of patient harm or event details were provided by the customer.

Manufacturer narrative:
Unable to determine the cause of the customer's reported leak because the sets have been discarded by the customer and will no be returned. The root cause of this failure could not be identified.